Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system upgrade procedure, externalized conductors were observed on the lead. Non-sustained vf episode was also noted due to noise. The lead was capped and replaced on (B)(6) 2016. The patient's condition is stable.